Manufacturer narrative:
An event of large hemorrhagic stroke and patient death was reported. The patient had a history of brain microbleeds and major bleed. Information from field indicated that the cause of death was respiratory and cardiac failure. Field also indicated that the device was working as intended and that the death was not related to the performance of the implanted device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being conservatively reported as a death reported due to the proximity to the case. It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was successfully implant in a patient. On (B)(6) 2022, two weeks after amulet procedure during a telemedicine visit, the patient started exhibiting stroke symptoms. The physician called 911 and the patient was brought to the emergency room where a diagnosis of a large hemorrhagic stroke was made. Patient went into a coma, after 3 days of life support it was discontinued. The patient passed away on (B)(6) 2022 the cause of death was respiratory and cardiac failure.